Event description:
It was reported by dealer that the customer is reporting that the wheel on the t422rdap wheel chair is split and is creaking since the get-go and they just don't use the chair now. He states it is very noisy. No further information provided.